Event description:
Related manufacturer reference number:2017865-2022-13276. It was reported that the patient presented via remote transmission. Upon review, the right ventricular (rv) lead exhibited low pacing impedance and the right atrial (ra) lead exhibited impedance problem. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead exhibited low pacing impedance and high capture threshold. The rv lead was capped and replaced on 01 aug 2022. The patient was in stable condition.